Event description:
Pt rec'd 130cc of tpn bag 12/20/97 am then pump reverted to kvo 5ml/hr rate for remainder of infusion time. The same problem recurred later that night & a replacement pump was issued to pt & it is functioning properly. The nurse reports that the set/clear button was pushed at the res vor screen & the infusion vor screen at both times. Pump (defective) returned to dist.